Manufacturer narrative:
The reported lot number does not provide a match in gcs2; therefore, the manufacture date and expiration date are unknown.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a genesys hta procerva procedure set was to be used for a hydrothermal ablation procedure performed on (B)(6) 2018. According to the complainant, during preparation and outside the patient, the tubing connecting to the sheath was noticed broken inside the device package. The procedure was completed with another genesys hta procerva procedure set. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.